Event description:
The procedure was coil embolization for aneurysm of internal iliac artery. The target vessel was not calcified and tortuous. Total 23 coils were used within the procedure. Among them, the orbit (B)(4) (complaint product, pi#1) and (B)(4) (complaint product, pi#2) could not be detached even by the alternative detachment. The procedure was completed successfully without patient injury.

Manufacturer narrative:
Prior to connecting and during prep, the syringe or coil delivery system was not damaged. The dcs syringe was utilized to prep the device, and damages were noted during prep on the syringe or coil delivery systems. During prep, a dedicated saline source was utilized to fill and prep the syringe. The syringe was taking to the blue zone, and the blue zone was not exceeded. After disconnecting the coil delivery system, no damages were noted on the syringe or delivery system. Prior to this coil, the alternate detachment zone (red) was not exceeded. However, the coils could not be detached. The product was connected properly to the hub of the coil delivery system. No leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. During detachment, the syringe was taking to the orange zone. After the product failure occurred, no other damages were noted on the coil (unraveled/stretched), delivery system or hub. The procedure was completed with other coils without any adverse event. No further information was received. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report # 1058196-2009-00256.